Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the brightness not adjusting brightness or dimming properly causing the image to not being visible. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center had an issue with the light panel slowing increasing or decreasing to the maximum and turning off. The issue occurred during an unknown therapeutic procedure found at preparation for use. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was not confirmed, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.